Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian vein. A 12.0 x 40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a 12x40 non-bsc balloon catheter. No patient complications were reported.